Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this 25 mm sjm masters series valved graft was implanted. On (B)(6) 2016, the valved graft was explanted due to a high post-operative gradient. A 27 mm tissue valve from another manufacturer was implanted.

Manufacturer narrative:
The results of this investigation confirmed both leaflets of the returned 25 mm masters series valved graft opened and closed completely and easily. The graft contained two round defects. It is unknown how or when this damage occurred. There were no pathologic abnormalities to the graft. No inflammation or significant calcifications were present in the valve. A review of the device history record showed the valved graft met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valved graft, as supported by review of the valved graft's device history record and the analysis performed. The cause of the reported event remains unknown.